Event description:
(B)(4).

Manufacturer narrative:
The delta pressure was showing negative values. The failure occurred during treatment. The pressure may have been zeroed when the hls cables were swapped. The getinge technician investigated the cardiohelp and found that the pressure was not zeroed from the beginning of treatment. Without proper zeroing of the pressure sensors prior to treatment initiation, accurate pressure readings cannot be guaranteed. No harm to any person has been reported. No patient information could be provided due to hippa guidelines. Information received on 2026-02-03, that the hls cable were not swapped. Additionally, it could not be confirmed that the pressure was zeroed prior to treatment initiation. The cardiohelp was exchanged during treatment. Any pressure issue, or pressure reading issue can lead to a pump stop during treatment. Additionally, the cardiohelp was exchanged during treatment. Therefore, a report is required. A getinge technician was sent for investigation. The technician tested the cardiohelp at 3200 rpms for 2 days, the failure could not be replicated. The technician confirmed that there was no visual damage or corrosion on the hls cable. No parts were replaced. The technician performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and ¿part sensor defective¿, ¿pint sensor defective¿ and ¿pven sensor defective¿ could be confirmed on the date of event. According to the technician, the pressure was not zeroed prior to treatment initiation. Without proper zeroing of the pressure sensors, accurate readings cannot be guaranteed. In the instruction for use of the cardiohelp, chapter "integrated pressure sensors: carrying out zero calibration", the pressure calibration must be done prior to use, while the disposable circuit is empty and free of liquids. Incorrect pressure calibration may produce incorrect measurements, which cause false value displays, alarms and interventions. Additionally, according to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure: user accidentally omits to calibrate or incorrectly calibrates the pressure sensors (e.g. Calibrates them with liquid in the line, etc.). According to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4, chapter "preparation and installation" and quadrox-ir small adult / adult, chapter "priming the system") the pressure sensors have to be calibrated and checked before priming. Furthermore, the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. The review of the non-conformities has been performed on 2026-02-27 for the period of 2017-01-19 to 2026-02-01. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2017-01-19. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "negative pressure values ¿ pressure not calibrated" could not be replicated but could be confirmed within the log files. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
The delta pressure was showing negative values. The failure occurred during treatment. The pressure may have been zeroed when the hls cables were swapped. The getinge technician investigated the cardiohelp and found that the pressure was not zeroed from the beginning of treatment. Without proper zeroing of the pressure sensors prior to treatment initiation, accurate pressure readings cannot be guaranteed. No harm to any person has been reported. No patient information could be provided due to hippa guidelines. Information received on 2026-02-03, that the hls cable were not swapped. Additionally, it could not be confirmed that the pressure was zeroed prior to treatment initiation. The cardiohelp was exchanged during treatment. Any pressure issue, or pressure reading issue can lead to a pump stop during treatment. Additionally, the cardiohelp was exchanged during treatment. Therefore, a report is required. Complaint ID (B)(4).